Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy due to the device detecting rapidly conducting atrial fibrillation (af). The wavelet feature withheld when the af first started however, then the device detected ventricular fibrillation (vf) and non-sustained ventricular tachycardia (vt-ns) episodes and shocks were delivered. It was noted the patient felt the rapid heart rate, but no syncope. The patient's medication was changed, and the device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.